Event description:
The customer reported that their device was showing its service indicator from an event code logged in the device service log and the device would also not charge defibrillation energy. This issue was found during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.